Event description:
Aquatec r parts, holding actuator came off unit, part numbers 16791(1x) - 16792 (1x) - 16794 (2x). As per tech service this happens sometimes and to replace parts under warranty replacement.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.